Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 a patient called our affiliate in (B)(4) to report that he/she was diagnosed with a corneal ulcer in the od while wearing the acuve2 brand contact lens. The pt reported that the event occurred approximately three years ago. The pt reported that he/she thinks that he/she was treated with isoptomax ophthalmic solution 1 drop every two hours for one week and isoptomax gel every 4 hours for one month. The pt also reported that he/she was placed in contact lens rest for one month during that time. The pt reported that he/she can't recall the treating physician's information. The pt also reported that the suspect lot # and product was discarded. The pt reported that he/she wore the lens daily and did not sleep in the contact lens. The pt also that his/her replacement schedule was every two weeks. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.